Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber began forward firing after 93,761 joules and 21 minutes of use. It was noted that the flow valve was opened, and fluid was observed to be exiting the metal cap window. Excessive tissue was not accumulated on the fiber tip. Pressurized saline was not used. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection identified a circumferential fracture at the distal side of the fiber cap/tip. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the fiber experienced elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the fiber began forward firing after 93,761 joules and 21 minutes of use. It was noted that the flow valve was opened, and fluid was observed to be exiting the metal cap window. Excessive tissue was not accumulated on the fiber tip and pressurized saline was not used. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.